Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an atrial fibrillation ablation procedure, a farawave catheter experienced a leak. During preparation, prior to insertion of the farawave catheter into the sheath, it was noticed that the flush port of the farawave catheter connection was cracked and leaking. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that prior to an atrial fibrillation ablation procedure, a farawave catheter experienced a leak. During preparation, prior to insertion of the farawave catheter into the sheath, it was noticed that the flush port of the farawave catheter connection was cracked and leaking. The catheter was replaced, and procedure was completed without patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed.